Event description:
Procedure: open gastric bypass. Reportedly, the surgeon closed the cartridge on the tissue, and fired the instrument. When he went to open the jaws to the cartridge, the cartridge would not release off the bowel. Surgeon had to cut the bowel to remove the cartridge. No further pt injury reported.